Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Three attempts were performed to obtain additional information regarding reprocessing steps by the user and information on the patients, but no response was received from the customer. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the forceps/irrigation plug used in cystoscopy procedures resulted in reports of burning urination in at least 6 patients. The customer performed an extensive cleaning and reported a pink fluid coming out of the device while cleaning it. The issue was found after the procedures. There were no reports of patient harm. Related patient complaints: (B)(6) for the cysto-nephro videoscope.